Manufacturer narrative:
It was reported that one mesh was implanted during surgery on (B)(6) 2011, then taken out during the same surgery and replaced with another mesh. Only one mesh was left implanted after the gynecological procedure on (B)(6) 2011.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. Following insertion, the patient experienced pain, erosion, bleeding, infection, and urinary problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 02/01/2019.